Event description:
Reporter indicatded that the pt's generator was explanted due to infection. It was reported that the physician created a pocket to isolate the lead wires from the infection site. The pt reported that they were having good seizure control with the vns prior to explant. The pt reported that the generator area started to turn red and sore around nov 2001. Oral antibiotics were prescribed, but the symptoms continued. Pus developed around the generator. The generator was explanted and the pt continued oral antibiotics. Further follow-up with physician revealed that both pre-operative and intra-operative antibiotics were used during the implant procedure as recommended in device labeling. Additionally, post-operative antiobiotics were prescribed. It was reported that the pt had not undergone any other surgical or dental procedure or invasive monitoring either three months pre or post vns implant, but that the pt did irritate/scratch at the incision site. It was reported that the infection was resolved and that re-implant is planned.